Manufacturer narrative:
Stryker evaluated the device and confirmed the reported issue. It was determined due to age the device would be retired. The cause of the reported issue could not be determined. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.